Manufacturer narrative:
The insulin passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the customer had been experiencing high blood glucose and was hospitalized. Customer's blood glucose was 1067 mg/dl and did not know her current blood glucose. Customer didn't recall many of the details as she was unconscious. Incident occurred at the end of august, emergency medical services were dispatched her blood glucose at the time of admission was 1067 mg/dl. Customer was informed the cause of the high blood glucose was bent cannula. Customer was unable to perform troubleshooting on the insulin pump as she lost the device. The device is not returning for analysis.